Manufacturer narrative:
An investigation was performed using a simulated testing environment to determine the root cause of the reported event. The results of the investigation concluded that if a user adds or edits comments (i.e.onset date, most recent date, comments, current or past), the comment changes will not be retained in the database for the integrated medical history comments. This situation occurs only for conditions that are configured where the frequently used name is not equal to the condition name. The application allows the system administrator to configure the system to display a frequently used name that would differ from the standard medical history condition name. It was determined if these two field names did not match, comments would not be retained. There was no injury on the actual patient and/or no delay in patient care.

Event description:
It was reported by one customer site of an occurrence where changes to medical history comments on the medical history screen of the pre-anesthesia evaluation (pae) application were not being retained in the database. There was no adverse events or patient injuries resultant from the reported alleged malfunction.